Event description:
A other health care professional reported following the intraocular lens implantation patient's vision was exactly the same as before the procedure and was diagnosed with posterior capsular phimosis needing a yag. The patient vision was not effected. It looked as if the implant had no power or it was a power not exceeding 1d. Additional information has been requested and received stating that the physician plans to implant another lens into the sulcus.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).